Event description:
This is the second of 5 reports for 2 shades of venus diamond (device 2) and there will be 5 other reports for the ibond se (device 1) that was also used on the pts. A total of 5 pts were involved. They do not know which venus diamond shades were used on these pts. On (B)(6) 2012, a dentist reported to a heraeus sales rep that she has started experiencing problems with ibond se just recently. She said her pts have been complaining of sensitivity and she's had to replace 20+ fillings. On (B)(6) 2012, the dentist was reached to investigate details of this report. She said that she has used ibondse for over a year. She said that the bottles used on these pts were different than previous bottles. She said that the ibond smelled bad and that she had to dispense a new drop for each tooth as the material would get cloudy very quickly. She said that there were 5 pts that she replaced fillings on. She had her treatment notes for 4 of the pts. She did not remember who the other pt was. She said that sensitivity to cold was noticed by the pts. She said that she checked the fillings with an x-ray, adjusted, then removed and replaced the fillings with irm. She said she uses venus diamond for all the fillings on the pts, but the fillings replaced with the irm were not sensitive. She said all of the pts are fine now. On (B)(6) 2012, she treated pt 2, 10l, 11l, 12do, 13mod. She replaced them on (B)(6) 2012. She describes the treatment protocol. She said after prepping the teeth, she would rinse, dry, and apply 1 coat of ibondse. She scrubs it around and gives it a quick air blast. She said she would check the ibond se was coating the tooth and generally would not need another coat. She said she would then light cure for 20 seconds. On (B)(6) 2012, the dentist said she used a2, a3 mostly, but there may have been another shade. She said that she uses the syringe. She said she has started removing the irm and doing the final replacement. She said she is using ibondte and venus diamond in the final composites and the pts are not having any sensitivity. She said she really likes the ibondte. She had a pt waiting so she did not have time to look at which of the 2 had the final placed. She said she will have the others in soon for this also. I told her I would follow up with her later. On (B)(6) 2012, spoke to the dentist. She has completed all of the replacements on friday and saturday. She did not have time to look exactly which ones she did each day. She said she used the venus diamond and the ibond te. She said she wanted to use the total etch as it had a desensitizer in it and she wanted to decrease the chance of sensitivity. She said she has checked on all of the pts and that they no longer have sensitivity. I asked about her isolation technique. She uses the isolite in combination with cotton rolls.

Manufacturer narrative:
As allowed by exemption # (B)(4), (B)(4) (the importer) is submitting the report on behalf of heraeus kulzer (B)(4) (the manufacturer). Although we have not established that the device caused or contributed to the event, we're reporting it out of caution to be compliant with 21 cfr part 803. We cannot rule out causality. Conclusions - the directions for use states, "for ideal result, the use of an ivory rubber dam (or similar) is recommended to control contamination from moisture, blood, and saliva." The dentist stated she uses an isolite and cotton rolls for isolation. This is less effective than rubber dam for maintaining isolation and can still lead to saliva or blood contamination of the preparation area.